Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm valve implanted for an unknown implant duration underwent valve-in-valve procedure due to pulmonary regurgitation. A 26mm transcatheter valve was implanted inside the 25mm valve.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a1, a2, a3, b5, d1, d4. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted for 16 years, nine (9) months, underwent valve-in-valve procedure due to pulmonary regurgitation. A 26mm transcatheter valve was implanted inside the 25mm valve. Per physician, surgical valve did not prematurely fail/malfunction.